Event description:
It was reported that the tip of the instrument broke off while in use, but the tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. The upper jaw is broken off forward of the jaw pivot pin. Microscopic examination discovered fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.